Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the uppermost port (clearlink) onto the patient's pants. This was observed 5 minutes into a patient infusion with 2g cefepime using a pump. The medication was stopped, the port cleaned with alcohol, a green disinfecting cap added to the port to stop the leaking, and the infusion was resumed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.